Manufacturer narrative:
Patient weight: around 13-30kg. Patient age: patients from 10-13. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and a handpiece. It was reported that a surgeon conducted a case with an adenoid tip, and the tip burned and melted during the procedure. It was also noted that thesurgeon strictly followed IFU and used not above than recommended power (both cut and coag). He didn't activate the cut or coag button for more than 8 seconds for each activation. It was also noted that the surgeon strictly follow the guide from IFU. The product was replaced and there was no injury to patient outcome.